Event description:
It was reported that this right ventricular (rv) lead may have dislodged after the patient awoke with her left arm raised above her head. The patient was referred to a physician. As of this time, the lead remains in service. No adverse patient effects were reported.